Event description:
Note: this report pertains to one of two rotatable snares used in the same procedure. It was reported to boston scientific corporation that a rotatable snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, it was stated that the handle did not conduct power. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.